Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the patient obtained erratic blood glucose readings. On (B)(6) 2011 the patient's morning blood glucose level was 353 mg/dl. The patient did not experience any symptoms of high or low blood glucose levels. Troubleshooting revealed the pump bolus totals correctly matched those programmed, the basal setting was correct, the date/time and other programming settings were correct. It was also revealed the isf (insulin sensitivity factor) was incorrect, the patient had bleeding at the infusion site, and the basal rates were inconsistent. There was no adverse event associated with this issue.